Event description:
As reported, an unknown pressure pump could not connect tightly to the luer hub on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. After the device was inserted into the patient and the balloon was inflated, the luer hub cracked, resulting in the inability to deflate the balloon under negative pressure. The balloon was not fully deflated and was directly removed from the body. A non-cordis balloon was used as a replacement to complete the procedure. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing sterile packaging components. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, an unknown pressure pump could not connect tightly to the luer hub on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. After the device was inserted into the patient and the balloon was inflated, the luer hub cracked, resulting in the inability to deflate the balloon under negative pressure. The balloon was not fully deflated and was directly removed from the body. A non-cordis balloon was used as a replacement to complete the procedure. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing sterile packaging components. One photo was sent in for review showing an aviator hub with an attached connector exhibiting a cracked condition. No additional details were observable. The photos/videos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, or to draw any further conclusions. No actions will be taken at this time. The device was later returned for evaluation. A non-sterile unit of ¿aviator plus .014 5.0x30 142cm¿ was received for analysis inside of a clear plastic bag. The device was removed from its packaging for evaluation. Multiple kinks were identified along the shaft at approximately 38, 48, 58, 69, 77, 85, 107, 114, 125, and 134 cm from the distal tip. The balloon remained uninflated and retained the original manufacturing pleats. No additional abnormalities were observed during the initial visual inspection. Functional testing was performed. An inflator/deflator device was connected to the inflation port. Despite the presence of a crack in the luer hub, the inflator/deflator engaged fully with the luer threads and rotated smoothly without resistance. A balloon inflation test was conducted by applying positive pressure using the inflator/deflator device with the intent to approach the rated burst pressure. During pressurization, leakage was observed at the luer hub consistent with the cracked condition. The leakage prevented maintenance of the pressure required for balloon inflation, as the applied pressure dissipated through the crack. Magnified visual inspection of the luer hub identified a crack line not visible without optical assistance. The cracked region exhibited features consistent with fatigue striations. Such striations are commonly associated with material damage resulting from tensile overload. These findings suggest that the hub material was subjected to tensile forces exceeding its yield strength prior to crack propagation. The balloon surface was examined under magnification and showed no evidence of damage. The internal lumen was observed to be saturated with saline crystals. The reported ¿luer hub incompatibility/fit with indeflator¿ and ¿balloon deflation difficulty partial or slow¿ were not verified during analysis of the returned device. The luer hub engaged securely with the inflator/deflator device and rotated smoothly without evidence of incompatibility. Additionally, the balloon was returned in its original folded configuration with intact manufacturing pleats, and no signs of prior inflation were identified. These objective findings are not consistent with the reported inability to deflate following balloon inflation. The reported ¿luer hub cracked¿ condition was observed, upon visual and magnified inspection. Functional testing demonstrated that the crack resulted in fluid leakage during pressurization, preventing the ability to maintain inflation pressure of the balloon. Microscopic features consistent with fatigue striations were observed at the crack site, indicating the hub material was subjected to tensile stress exceeding its yield strength prior to failure. Twisting, misalignment during connection, or application of excessive force can compromise the structural integrity of the luer hub. In particular, overtightening is a well-documented cause of hub cracking. Based on the condition of the returned device, the available evidence does not support that balloon inflation occurred in vivo. The instructions for use specify that the device should be inspected prior to use and must not be used if damage is identified. Use of a device exhibiting observable damage would be inconsistent with labeled instructions. Therefore, while the cracked hub condition was observed, the exact sequence of events leading to the reported clinical scenario cannot be conclusively determined from the returned product evaluation. Procedural factors and handling of the device are likely contributing factors. According to the warnings in the safety information in the instructions for use, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the information available nor the product analysis indicates the reported event is related to design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.